Event description:
Huntleigh healthcare was notified that a pt with very limited mobility (suffered paralysis except for right hand movement) was found on the floor face down, unconscious and without vital signs. CPR was performed; pt expired.

Manufacturer narrative:
According to the facility, the pt was last seen by a staff member positioned on their back on the pegasus tranquil care mattress; pillow(s) in use unk. The pt was later found during the night shift by a nursing assistant lying on the floor near the bed with their face towards the floor, unconscious and without vital signs. CPR was initiated and the pt subsequently expired. Autopsy results are pending. Post incident, the department of aging & disability services (dads) performed an on site inspection of the incident. Huntleigh healthcare is currently in the process of obtaining the mattress from the facility for inspection and evaluation. Findings will be submitted upon completion.